Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), fatigue ("fatigue") and headache ("headaches") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the device dislocation, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, psychological trauma, vaginal discharge, bladder disorder, urinary tract disorder, fatigue, headache, weight increased and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, pelvic pain, psychological trauma, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: discrepancy-date(s) of insertion (B)(6) 2012, 2014. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: previously added injury nos was replaced with dysmenorrhea, & new events- dyspareunia, abdominal pain, back pain, pelvic pain, menorrhagia, psych injury, migration, bladder/urinary problems, vaginal discharge, fatigue, hormonal changes, headaches, weight gain, were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.